Event description:
Information was received from a friend or family member of a trial patient. It was reported that the patient did not feel stimulation later in the day on (B)(6) 2016 when the trial began. The amplitude was increased at that time, which produced a painful sensation in the vaginal area, including the following day. The discomfort went away after lowering stimulation, but she wasn't feeling stimulation anymore. So far therapy had helped with her frequency, but she had an episode where it felt like she still needed to go and had an urge symptom but she couldn't go anymore. This occurred after she was done using the bathroom the morning of (B)(6) 2016. The patient was to follow up with her healthcare provider to address the issues.